Event description:
The PICC nurse put in a PICC and when she put on the clave the PICC would not flush or draw. Before the nurse put on the clave the PICC was drawing and flushing so she changed the clave and the new clave worked. The nurse then looked at the not working clave and attached it to a flush and learned that the clave did not allow for flushing. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.